Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Bradycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that the patient was on impella cp and after about 20 minutes after getting to back to intensive care unit, the patient went laminar, mean arterial pressure dropped, hypotension and bradycardia. Atropine was given and possible vagal episode. The patient recovered.